Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "study: UK infinity® total ankle system subject: 700-001. Stiff ankle with significant arthrofibrosis front and back. Ankle. Arthroscopy resecting scar tissue. No complications".

Manufacturer narrative:
The reported event could be confirmed based on available information the device inspection was not possible as the product was not returned for investigation a review of the device history for the reported lot did not indicate any abnormalities no corrective actions are required at this time no indications of material manufacturing or design related problems were found during the investigation a review of the labeling did not indicate any abnormalities more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event if the device is returned or if any additional information is provided the investigation will be reassessed.

Event description:
As reported: "study: UK infinity® total ankle system subject: 700-001 stiff ankle with significant arthrofibrosis front and back. Ankle. Arthroscopy resecting scar tissue. No complications".